Event description:
It was reported that the inflatable penile prosthesis (ipp) was determined end of life by the physician. A revision surgery was performed to remove and replace the ipp. No patient outcome was reported.